Manufacturer narrative:
The customer¿s experience with the iui connector that was noted to be burnt was confirmed and found to be the source lvp¿s female iui. The visual inspection of the source lvp identified thermal damage to pins 13 (ground) and 14 (+8v in/out). The lvp log analysis could not provide any insight as to the cause of the thermal event. Testing performed on the source lvp¿s thermally damaged female iui found no shorting pins in the iui or shorting traces on the lvps logic board. During the internal inspection, there were no anomalies observed. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the device was tagged with a note indicating it was broken in the biomed department with no further information. The customer stated that the iui connectors on the device were noted to be burnt and the plastic around them to be melted. There was no patient involvement.